Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that a 12 unit bolus was delivered without the customer requesting the bolus. Blood glucose (bg) level was 45mg/dl and a glucagon injection was administered to address bg level. Tandem technical support review the pump data and found that the customer had unlocked their pump and requested the 12 unit bolus. Reportedly, the customer had been wearing the pump against their skin and believed that the 12 unit bolus was unintentionally delivered by interacting with the pump; no addition details in regards to how the bolus was delivered were provided.